Event description:
It was reported that oversensing due to noise was noted. During the revision procedure, insulation anomaly was noted. The lead was capped and replaced. Patient was doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.